Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 02-oct-2025: the instrument was inspected prior to use and no damage was found. There was no cable visibly protruding from the distal end. The broken cable was the silver one. No photographic image of the device or recording of the procedure is available for isi to review.